Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a failure of the device¿s ability to deliver insulin. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. No timeouts or drive stalls were observed in the data that would indicate a failure to deliver insulin during operation. The patient history buffer data files showed the algorithm was functioning as intended, correctly responding to estimated glucose values and user inputs when connected.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
The patient was wearing the pod at the time of seeking medical attention due to elevated blood glucose (bg) levels. The issue was related to the omnipod product, as the patient experienced high bg levels of 400 mg/dl. Medical attention was sought on (B)(6) 2025, and the patient was hospitalized for one day, discharged on (B)(6) 2025. Symptoms included elevated bg levels, and the diagnosis was high bg levels. Treatment involved fluid intravenous (IV) and 7 units of insulin. The patient reported no alarms or notifications from the omnipod 5 app, and the pink slide on the pod had moved forward. The pod cannula was inserted correctly, with no redness, swelling, or insulin leakage at the site. Assistance provided included verifying the shipping address, sending a pod replacement, and sharing a resource link for managing bg levels.